Event description:
Procedure was performed on the sfa. When the stent was unsheathed, it shrunk down to about a 50mm length and appeared to have kinked or crimped off. It was very hard to pass a balloon through the opening because of the shape of the stent. The pt needed additional ballooning and placement of 2 covered stent. The end result was an open sfa.